Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient called because they said they were in the hospital for 5 days recently because they were having problems with their legs being numb and tingling. Patient said this started off in their feet and worked it's way up to their hip part; pt said they think this started on may 16th. Patient said they were unsure if this was their ins causing this and the ins is the only thing that they could think of with their whole body like this to be numb. Patient said they are unable to drive at this point because of it. Patient said they don't have a managing hcp at this time. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned again it maybe the ins that is acting up that is causing the numbness and pain in feet and legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.